Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Smoke was observed coming from the cooling unit fans on the alinity c processing module. An electrical burn odor was also observed. An abbott field service engineer (fse) inspected the cooler and no visible damage was noted. The cooler was replaced and temperature was in specification. There was no report of fire, damage to surrounding areas or injury.

Manufacturer narrative:
Service discovered no evidence of charring/melting of the cooling unit as a result of the smoke or electrical odor/burning smell. The cooling unit was replaced. No additional causes for the issue were determined at that time. The instrument was checked and determined to be operating as expected with installation of the new cooling unit. A review of the alinity c ac03319 service history revealed no additional issues of smoke or electrical odor/burning smell from a part(s) after the cooling unit was replaced. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.